Event description:
It was reported that the patient complained of phrenic stimulation and muscle stimulation at the device pocket. The right ventricular (rv) lead exhibited unstable thresholds, which rose until the lead developed exit block. It was suspected that the lead had fractured and developed insulation damage. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent implant damage. If information is provided in the future, a supplemental report will be issued.